Manufacturer narrative:
Product event # (B)(4). Evaluation process: performed visual inspection on unit per tcl-514-900008. -unit has scratches down to the exposed metal. Performed baseline functional testing per tcl-514-900008. No issues found. Unit delivered correct levels of rf energy in all modes. Cut level 6 with a 3.0s handpiece commands the pulsar ii to deliver 20w of medium cut to rated load (40ohm.) The report that the output measured 25w means that the output power was 25% higher than rated power(this exceeds the maximum allowable difference of 20% and is the reason or the complaint.) The incoming inspection for the pulsar ii tested the unit across a range of power issues when delivering any mode, including medium cut, to rated load in the service department. The complaint could not be confirmed. Root cause: service department could not replicate reported discrepancy: unit delivered correct levels of rf energy in all modes, including medium cut (the mode identified in the complaint.) Scratches on the enclosure paint are due to rough handling in the field. (B)(4).

Event description:
During routine biomed testing with a fluke analyzer and plasmablade 3.0s, the output on cut setting 6 is higher than the expected output value. Plasmablade was used on another unit to test and output values met specified guidelines. No patient involvement.

Event description:
During routine biomed testing with a fluke analyzer and plasmablade 3.0s, the output on cut setting 6 is higher than the expected output value. Plasmablade was used on another unit to test and output values met specified guidelines. No patient involvement.

Manufacturer narrative:
Product event (B)(4). Evaluation (method): generator returned and pending analysis results. Evaluation (result): generator returned and pending analysis results. Evaluation (conclusion): generator returned and pending analysis results. (B)(4).